Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
An ophtalmic surgeon reported that, following an intraocular lens implant procedure, the patient had glistening formation in the left eye affecting visual acuity, night vision and inducing halos. Eye check was completely normal except couple radial trans illuminative defects near pupil edge. There was a considerable glistening formation and yag laser has been performed. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).